Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient went to the emergency room after feeling four shocks. 201 atrial high rate episodes were noted. It was also reported that there were indecipherable dual electrograms found on the device report/interrogation/transmission. The device remains in use. No patient complications have been reported as a result of this event.